Event description:
A pt reported blood glucose results of "130 and 169 mg/dl" with a lifescan meter, performed within possibly 20 minutes of each other although the pt was unable to provide the timeframe.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.